Event description:
It was reported by the aci alpha mynx trainer that a patient underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained at the common femoral artery. Peri-procedure, the patient was anti-coagulated with 3,000 units of heparin. A pre-procedure femoral angiogram showed no presence of pvc/calcium int eh vicinity of the access site and the vessel size to be 5mm. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon lost pressure during pul back. The device was removed and a second mynxgrip vascular closure device 6f/7f was prepped and deployed. The balloon from the second device also lost pressure during pull back. The second device was removed and the patient was converted to approximately 10 minutes of manual compression at which time hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela noted. No further information is available.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined see MDR 3004939290-2014-00199 for the first device.